Event description:
The customer reported that the patient, who was placed on the enterprise 9000 bed, attempted to get out of the bed and fell from it. No injury was sustained.the facility staff stated that the bed was in the low position with raised side rails, and the bed exit alarm had been set, but it did not sound when the patient got out of the bed.

Manufacturer narrative:
The circumstances of the patient¿s fall remain unknown. Facility staff stated that the bed was in a low position and the side rails were raised. The staff activated the bed exit alarm, which did not sound when the patient attempted to get out of bed. The device was taken out of service by the facility and subsequently inspected by an arjo technician. No malfunction was identified, and the device passed a quality control check following the claim. The customer's allegation regarding the bed exit alarm not sounding was not confirmed. The instruction for use for enterprise 9000 (IFU 746-449) includes information about the bed exit alarm (patient egress detection): "the egress detection alarm is triggered when the measured weight falls by 50% or more for longer than two seconds." "The volume (loudness) of the patient egress alarm can be adjusted so that the alarm can be heard at the nurse's station". The patient egress detection system should be checked to see if it is triggered when the person gets off the bed, yearly. The customer's allegation of alarm malfunction did not lead to the patient's fall. The alarm detects patient's movement however, it will not restrain patient from leaving the bed. The root cause could not be confirmed. The circumstances of the event are not known, therefore it is unknown why the patient fell from the bed. To sum up, arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device met its specifications, as no malfunction was identified. This complaint is reportable due to the allegation of the patient's fall (the patient tried to exit the bed and fell). The UDI number is not available as the device was manufactured before UDI implementation.